Event description:
It was alleged that during use the pump alarmed upstream occlusion as designed. It was noted that blood backed up into the line and that the nurse changed the system 3 times and the event stopped. There was no patient consequence.